Manufacturer narrative:
The viper2 x25 int. Self-retaining driver (product code: 2867-35-430, lot number: gm3545201) was returned to the complaints handling unit (chu) for evaluation. The weld that had held the driver tip and the driver shaft together has failed. The driver tip was not returned. It has been noted that the sales rep describes the event as occurring during a ¿high friction¿ event. It has also been noted that the instrument has been in the field for approximately 3 years. This appears to indicate that a high amount of torsion applied to the driver tip may have led to a shear torsional failure. The age of the instrument may have also contributed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the driver tip breakage cannot be determined from the sample and the information provided. A potential root cause is a combination of the unexpectedly high torsional forces placed on the driver tip in conjunction with its age, which may have led to a shear torsional failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). During the bar approximation, an high friction of the nut on the bolt head led to the breaking of the screwdriver tip. The tip was left stuck in the nut. To continue the intervention it was need to replace the system screw + viper extension. To remove the screw with the extension, it was necessary to stretch the skin incision. The system screw + extension removed, contained inside the screwdriver tip bearing the nut. The procedure was completed with a new screw-extension system. Moh repository record number: (B)(4).

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.